Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to capacitor, designator c157, on the analog pcb assembly having a low voltage and incorrect voltages at legs 5 and 7 of integrated circuit, designator u46.

Event description:
The customer contacted physio-control to report that their device had a service wrench in its readiness indicator. Upon initial evaluation, physio-control observed that the device had logged an event code that indicates that the device may not recognize a shockable rhythm. In this state, defibrillation therapy may not be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench in its readiness indicator. Upon initial evaluation, physio-control observed that the device had logged an event code that indicates that the device may not recognize a shockable rhythm. In this state, defibrillation therapy may not be delivered, if it were necessary. There was no patient use associated with the reported event